Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 6.2; reference: 4.0; mean: 5.10; confidence limits: unable to determine. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint have not been returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 6.2. Lab-inr: 4.0.